Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibia. It is reported by the patient's counsel that the patient received the implant on (B)(6) 2014 and was revised on (B)(6) 2015 due to pain. Note also that the patient received a tm patella implant on (B)(6) 2014; however, it was reported that the patient's tm patella was not revised as of the notification of this complaint. Note that the persona tibia is within zimmer warsaw design control and the tm patella is the only component that is within zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.